Event description:
Pt with multivessel cad; CABG 1990. Cardiac arrest 1995. Implanted with medtronic lead and ICD. Doing well until 2001. Pt started getting multiple shocks from defibrillator. Evaluation shows inappropriate sensing.